Event description:
Ibc from pt stating that one of her cadd legacy pumps started alarming with an error message of 1870 and won't turn off. She took the battery out and immediately switched over to the back up and resumed delivery normally. No se reported. No disruption in therapy. Informed pt that pharmacy will send a replacement pump along with a return box to send the malfunctioning pump back. Serial number of malfunctioning pump: (B)(4). (Due (B)(6) 2018).